Event description:
Information received indicates the bed's nurse call is not working.

Manufacturer narrative:
The technician found the screws missing from the 37 pin connector, which prevented the connection from being made. The technician replaced the screws to repair the bed.